Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by the third party service center and customer's complaint was not confirmed. The evaluation of the batteries, valves, cabinet and other parts were found to be in good condition. There were no issues identified. The device was scrapped.